Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5233476 medical device expiration date: 01/31/2017 device manufacture date: 08/21/2015; medical device lot #: 6235740 medical device expiration date: 01/31/2018 device manufacture date: 08/22/2016; medical device lot #: 6251813 medical device expiration date: 03/31/2018 device manufacture date: 09/07/2016; medical device lot #: 7004755 medical device expiration date: 06/30/2018 device manufacture date: 01/04/2017; medical device lot #: 7093775 medical device expiration date: 08/31/2018 device manufacture date: 04/03/2017; medical device lot #: 7173558 medical device expiration date: 12/31/2018 device manufacture date: 06/22/2017; medical device lot #: 7325894 medical device expiration date: 04/30/2019 device manufacture date: 11/21/2017. PMA / 510(k) #: unknown. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and evaluated and the customer's indicated failure mode for clogged instrumentation with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for clogged instrumentation with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2e 5.4mg plus blood collection tubes had issues with the instrumentation clogging frequently. No serious injury or medical intervention reported.